Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized due to atrial fibrillation and the device could not be interrogated potentially due to premature battery depletion. The device was explanted and replaced and the patient was stable. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
The device was found to properly communicate with the programmer and a device image was successfully retrieved. Bench and automatic testing equipment was used to test the device and the device was found to function normally. The cause for the field complaint could not be determined.